Event description:
It was reported the epg (external pulse generator) was dropped and has case damage and missing knobs. The epg was returned for repair. It was analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the upper and lower case halves were broken and contaminated, all three control knobs were missing. It was also noted that the high rate cover was missing, the two side bail covers were broken and contaminated, the main printed circuit board (pcb) was contaminated, the interconnect flex was contaminated, the battery flex was contaminated and four pcb screws were contaminated. (B)(4).